Manufacturer narrative:
The device was made available for return. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that at the end of surgery, it was noticed that the blade was not securing properly in the attachment. It was further reported that the procedure was completed successfully and there were no adverse consequences or surgical delay reported as a result of this event.

Manufacturer narrative:
The cutting accessory originally reported under this MDR was not returned for evaluation. During the evaluation of the originally listed concomitant device ((B)(4), lot 1321801313 - sagittal saw attachment). During evaluation it was found the attachment component responsible for securing a blade was broken. The link with the fins inside the head assembly was broken. It is possible that this condition may cause the blade not to be held properly. Associated cutting accessory ((B)(4), lot 12342017) is now listed as the concomitant device.

Event description:
It was reported that at the end of surgery it was noticed that the blade was not securing properly in the attachment. It was further reported that the procedure was completed successfully and there were no adverse consequences or surgical delay reported as a result of this event.